Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened (escape, down, up and act ) button dome switch (no crease) and no unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime, compromised forced sensor system and excessive no delivery test or verify prime/fill anomaly due to buttons not responding. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump shut down during priming and came back up. Customer stated alarm history found no delivery alert. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.